Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient reported that they had two mris on (B)(6) 2025 because they had a broken leg and a broken back from a fall they had on (B)(6) 2025. The patient stated the MRI clinic turned their system off for the mris and the patient stated they were calling patient services today (on (B)(6) 2025) because they wanted to turn their therapy back on because since the mris their symptoms had returned and they "really need the therapy on, if you know what I mean," however they weren't able to connect. It was determined that the patient had been unable to connect because the communicator had been plugged in. Patient unplugged their communicator and patient services then walked the patient through successfully connecting to their settings. The therapy was already on and the stimulation was at 3.9 ma on program 3. The external devices were functioning as intended. Patient services re viewed with the patient that their therapy was already on. The patient stated they didn't really notice what the MRI clinic did to turn their therapy off at the MRI clinic but that the clinic hadn't been familiar with the implanted system and "pushed a lot of buttons" while they were preparing the patient for the MRI. Patient stated, "I don't know what they did but all I know is the therapy hasn't been helping my symptoms since then." Patient stated they'd tried calling their managing healthcare provider (hcp) earlier however, the office was closed so they hadn't discussed switching programs with the hcp but their hcp had told them they were able to increase the stimulation in the past so the patient opted to increase their stimulation up to 4.0 ma and monitor their symptoms in the meantime. Patient stated they would know the therapy was working again if they didn't have to change their pull ups as often as they were doing now. The patient stated they wouldn't be able to get into see their hcp for a couple weeks but noted if the therapy still didn't help their symptoms, they'd call the office and ask if they could switch to a new program. Patient mentioned they hadn't sw itched programs before so they may call back for assistance when the time came.